Manufacturer narrative:
No injuries were incurred; however, there could have been a potential of injury from the malfunction.

Event description:
During a pt transport, the bottom frame of the stair chair, attached to the lower handles broke. There was no injury to the pt or paramedic as a result of the break.